Event description:
Customer reported that the pump screen was frozen and unresponsive, preventing interaction. There was no adverse impact to the customer¿s blood glucose level. The customer attempted a pump reset with support from technical support, but the issue persisted, leading to the decision to replace the pump. Customer was informed of the replacement, provided with backup therapy information, and instructed on returning the problematic pump.